Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen is very hard to read because it is very dim. It was reported that this issue has been getting gradually worse over the last few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2013 with the following findings:investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. A crack in the battery compartment extending from the finger pad to the primary seal was discovered upon evaluation. Unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently responsive. The keypad was found to be intact; no peeling or lifting was observed. There was evidence of keypad contamination found under all key contacts.